Event description:
It was reported that the pump could not be charged despite using multiple wall adapters. The customer¿s blood glucose was 91 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.